Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient's granddaughter reported that the IV home health nurse was not able to flush the purple lumen of the power PICC. The red lumen was working fine. The patient believes the purple lumen was working fine in the hospital. No patient injury reported.